Event description:
It was reported that the wrist of the precise bipolar pyramid tip instrument was broken. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument to be broken at the proximal clevis to main tube interface. The clevis is not dislodged from the main tube, but is missing a .250" x .160" piece between the ears. One of the ears is cracked and the piece is only retained by the proximal pin. The main tube interface wall is intact. The damage to the clevis may be from overloading or from a high impact collision. Per the customer reported event description, the patient was not impacted by this event. Engineering also observed the distal end of main tube to have various scratch marks roughly 180 degrees from the missing clevis piece. A couple of scratches are deep enough to have removed material from the tube. Orientation and size of scratches is consistent with instrument collisions. At the back end, one of the bipolar pins is bent, suggesting mishandling. Electrical continuity passed, no other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.